Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 ast-p654 test kit (reference 421912). The customer reported a false resistant result for a (B)(6) strain associated with vitek®2 ast-p654 test kit 20 cards (ref. 421912). The customer stated that while testing a s. Aureus strain from a patient isolate on the impacted vitek®2 ast-p654 card lot, they obtained an oxsf screen test positive and an (B)(6) mic value <=(B)(6), (B)(6) result then a (B)(6) result as the (B)(6) test was (B)(6) . The customer has tested the impacted strain with the cefoxitin disc diffusion method and (B)(6) plate results were (B)(6), confirming the impacted strain was. The customer performed a retest of the s. Aureus on the impacted lot of vitek®2 ast-p654 and obtained the expected result, (B)(6) screen test (B)(6) and (B)(6) value=(B)(6), (B)(6) result. Identification of the strain as a (B)(6) was confirmed by maldi (bruker) test. There was a delay in reporting the correct result to the physician. The discrepant result was not reported. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus strain, from a patient isolate in association with vitek®2 ast-p654 test kit 20 cards (ref. 421912) and vitek 2 v8.01 software. The absence of (B)(6) strains was confirmed by pcr meca/mecc (B)(6) and a susceptible cefoxitin disc diffusion result. Tests performed on the ast-p654 card and system vitek 2 v8.01 impacted (aes parameters : eucast + eucast based) : two ast-p654 cards, one from customer lot 8040780103 and random lot 8040676103 were tested from cba subcultures. A negative oxsf test and "wild" or "acquired penicillinase" phenotypes were given by the aes software for both lots tested. The negative oxsf tests correlated with the disc diffusion susceptible result (fox kb s). In conclusion, the customer's oxsf positive results were not reproduced internally.